Manufacturer narrative:
Elevated complaint investigation will be initiated. Lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
The customer reported discrepant (false positive) results with alinity m sars-cov-2 assay. The exact number of false positives was not provided by the customer. The customer reported negative control was reactive and failed twice. The ustomer ran 23 water samples afterwards, where 10 were reactive, and therefore there was a 43% false positive rate. The customer suspects contamination. The results were not reported outside of the laboratory. There was no report of impact to patient management. This incident is being reported to FDA because the incident occurred in hong kong using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Updated e1 to remove zip code (B)(6) and add (B)(6). Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: the customer data review for the reported false positive samples was not performed as the sample ids (sids) of the reported samples were not provided by the customer. Instrument and lab de-contamination were performed. Based off the customer provided information in the ticket, lab contamination could be responsible for the reported false positive results as presence of reactive negative control is an indication of contamination. Furthermore, if the negative control is invalid, all the specimens must be re-tested. During troubleshooting, the last twenty-four (24) water sample test performed by the field service engineer passed and there were no false positive samples. Customer accepted the resolution. The alinity m sars-cov-2 package insert (53-608193/r3) and the alinity m system operations manual (54-605001/r12) was referenced to provide guidance on contamination and its corrective actions. As stated in the alinity m sars-cov-2 package insert (53-608193/r3): the presence of sars-cov-2 must not be detected in the negative control. Sars-cov-2 detected in the negative control is indicative of contamination by other samples or by amplified product. If contamination is suspected, clean the alinity m system and repeat sample processing for controls and specimens following the procedural precautions in this package insert. Cleaning and monitoring procedures for the presence of amplification target contamination can be found in the alinity m system operations manual, section 9 (54-605001/r12). Quality data review: device history record (DHR) / batch record review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-090) lot 527137 did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit master lot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 527137 was performed to identify any records that were potentially related to the reported discrepant result complaint. The CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for the lots in question. Complaint history review: a lot specific complaint history review was performed to identify any related complaints to the ticket under investigation, which reported false positive results for sars-cov-2 and reactive negative controls while using alinity m sars-cov-2 amplification (amp) kit (list 09n78-090) lot 527137. The complaint history review didn't identify any additional complaint related to the reported complaint for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 527137. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amp kit (list 09n78-090) lot 527137 was not identified.